Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer returned pump for an alleged an motor error alarm during rewind. Insulin pump received with alarm during the displacement test due to motor excessive axial play. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, primetest and excessive no delivery test or verify motor error alarm due to constant alarm during displacement test. However visual inspection found faulty motor encoder. Insulin pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: minor scratched lcd window, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm repeatedly. Customer was able to clear the alarm and was able to complete the rewind. Customer stated that drive support cap was slightly indented. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.